Event description:
A report was received that the patient was experiencing abdominal and rib cramping. The physician will replace the leads.

Manufacturer narrative:
Additional information was received that the patient underwent a lead revision. An x ray taken showed that the lead had migrated. During the revision the physician cut the leads and replaced them. The patient is doing well following the revision. Explanted leads will not be returned to bsn as it was discarded by medical facility. It is indicated that the leads will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing abdominal and rib cramping. The physician will replace the leads.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50e, serial # (B)(4), description: st trial linear lead, 50cm with pre-loaded 0.014 inch. Stylet model # sc-1110-02, serial # (B)(4), description: precision implantable pulse generator (ipg).